Event description:
The stryker micro sagittal saw was sent in for repair because it was running on its own during routine maintenance testing. No adverse event was associated with the device.

Manufacturer narrative:
During quality investigation, corrosion damage was noted throughout the internal components of the device. The damaged parts were replaced and the device was returned to the customer.